Manufacturer narrative:
The returned device was evaluated. Visual evaluation revealed recessed/stuck pogo pin. The unit was able to power on using ac and battery power. However, the device does not establish communication with a known good radical docking station due to the recessed/stuck pogo pin. As a result, the alarm led on the radical docking station does not illuminate when the radical-7 handheld was docked and an alarm was present. It was verified that all leds on the radical-7 were functional. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the alarm led does not illuminate. It is unknown whether or not the audible alarm was functional during alarm conditions. No patient involvement.